Event description:
It was reported that the bd maxplus¿ needle-free connector had a connection issue. The following information was provided by the client: rn states that she kept tightening the bifuse connection that was going to the patient but it kept untightening as soon as she let go.

Manufacturer narrative:
Investigation summary - a complaint of connection issues with a set was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model: mp9232-c lot number: 21125510 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.